Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to inflation issues. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. One cylinder had a hole from wear at a fold in the middle of the cylinder body; no leaks were found. The other cylinder had wear at a fold in the cylinder body and no leaks were found upon inspection. The pump was visually examined and functionally tested. The kink resistant tubings (krt) was worn down to the filament; no leaks were found. The pump was functionally tested and did not pass activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to inflation issues. No patient complications were reported.